Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported fluid intrusion was confirmed through the device investigation. The evaluation found corrosion on the wireless module flex and radio printed circuit board (pcb) as a result of fluid intrusion. The fluid intrusion caused the components to fail and deemed the device irreparable. The device was removed from service.

Event description:
It was reported that a wireless module for a spectrum pump had fluid intrusion. It was further reported this condition occurred during testing. It was also reported there was no patient involvement.